Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead recorded a signal artifact monitoring (sam) when the patient was having another device placed. It was recommended to turn the sensor back on when returning to clinic. Also, high, out of range shock lead impedances were observed at some point but are within normal limits at this moment. The ICD and the rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.